Event description:
It was reported that during a gastric sleeve procedure, a third reload was fired, but the stapler got stuck and could not be opened. To remove it from the patient, it had to be broken in half. There was no trauma to the tissue. No pieces fell into the patient. It did not have to be cut off the tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 02/27/2009. Information anticipated, but unavailable at this time.